Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the touch screen was damaged during transport; touch screen does not respond to touch and cannot calibrate. The fse reported there was no patient involvement.

Manufacturer narrative:
.